Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer blood glucose was high because she is on steroids. The customer was in contact with health care provider and if they don't go down, she will go to the office tomorrow. The customer stated if high blood glucose get worse she will go to emergency room tonight.